Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure. The exact procedure date was unknown. During the procedure, the string broke when they pulled the peg. It was reported that they pulled the device with a snare and the procedure was able to be completed successfully with the original peg kit pull method. There were no patient complications reported as a result of this event.